Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual examination of the returned device identified stent damage. Stent struts at the proximal end of the stent were pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. It was also noted that stent struts at the distal end were slightly flared consistent with positive pressure having been applied to the balloon. No further damage was noted on the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the radial artery. The 80% stenosed, de novo target lesion was located in the severely calcified and severely tortuous left circumflex artery. The lesion contained a >45 and <90 degrees bend. An fl 3.5 6f unspecified guide catheter was placed after the 0.014 non bsc guide wire crossed the lesion, a 2.00mm x 8mm unspecified balloon catheter was advanced and predilation was performed in several segments. Then the 2.50mm x 38mm promus element long stent was advanced and was able to cross 75% of the lesion, but was unable to cross further due to tortuousity of the distal part of the lesion. Another predilation was performed using a 2.00mm x 12mm unspecified balloon catheter but dilation of the distal portion of the lesion was not achieved. Several additional attempts to cross the lesion was performed using the 2.50mm x 38mm promus element long stent but was unsuccessful. The procedure was aborted. No patient complications were reported. However, returned device analysis revealed stent damage.